Event description:
It was reported that the patient experienced an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and control pump. The ams800 device was microscopically and visually examined, and functionally tested. No leaks were found. It performed within specifications. The pump and cuff performed within specifications. The balloon was not functionally tested as the original pressure is unknown. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.